Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a lite glove. The customer reports the light handle glove ripped when applied. Light handle cover material seems to be too thin. This spt is used during emergency sectio and so extra caution is needed